Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The ok keypad button reportedly was under-responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/14/2014 with the following findings: the reported unresponsive ok keypad button was not duplicated during investigation. A visual inspection revealed that the ok button was attached to the pump by tape and was peeling at the base of the keypad. There was no other damage found to the keypad. All keypad buttons were found to be responsive to user input. The keypad was removed and there was no evidence of contamination found on the key contacts. Unrelated to the complaint, the text on the display screen was found to be dim and pink. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.